Event description:
A customer reported experiencing a cartridge alarm 30 during the load process and acknowledged that their blood glucose level was not adversely impacted. The issue occurred because the customer did not wait until prompted to remove the used cartridge. Technical support provided guidance on how to load a new cartridge properly, and the customer was able to successfully load it. Although the customer opted to resume insulin administration independently after the call, the issue was resolved.